Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 577 mg/dl and diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. At the time of the call the customer's blood glucose was 177 mg/dl. The customer was on insulin drips. They stated that the day of the hospitalization they woke up at night, vomited, were very dehydrated, and could not move major parts of their body, so roommates took the customer to emergency room. Their blood glucose was 487 mg/dl but after bolus delivery went to 420 mg/dl. The customer could walk but couldn't move their head, couldn't lift their leg up, but could move toes. In the alarm history of the insulin pump there was a no delivery alarm present. The cannula of the infusion set was not bent or occluded. High pressure test passed. There was a little cut in the infusion set tubing, between the reservoir and the insertion site of the infusion set. Nothing further was reported.